Event description:
The iab was inserted into the patient on 10/5/97. On 10/09/97, an alarm sounded from the system 90t pump. Blood leaked in the catheter and the iab was removed. (Event complications: none fromthe event - reported 10/15/97.) (Pt's current status: unk - rpt'd 10/15/97)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.